Event description:
An other health care professional reported that, following intraocular lens (iol) implant procedure, the patient was experiencing vertigo/dizziness with lens. The lens was exchanged in a secondary procedure. Clinical reason for explant was mentioned as vertical diplopia. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. The account indicated the use of a qualified associated cartridge and handpiece. A viscoelastic was indicated which is not qualified for the lens/cartridge combination used. Information was provided that 23.0 diopter, (1.5 extended depth of focus) lens was replaced with a non-company, 22.0 diopter, monofocal lens model. Additional information was provided that in the surgeon's opinion, the lens did not cause or contribute to the event. The lens was not available for evaluation. It was indicated that the patient has dry eyes and had a minimal amount of capsule wrinkle. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that, patient informed that since the lens was implanted that she has had trouble with dizziness and double vision (stacked vertically). The patient's issues resolved. There was no patient harm involved. The patient was not hospitalized.